Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 71 colony forming units (cfus) of pseudomonas aeruginosa on (B)(6), 2023. The device tested positive again on (B)(6), 2023, for >80 cfus of staphylococcus pasteuri, pseudomonas aeruginosa, and staphylococcus warneri. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has/has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Attempts to retrieve additional information from the customer are in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
His report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and legal manufacture's final investigation. Additionally, to provide correction to the initial with information inadvertently left out (b1) and to provide an update to fields (d9, h3, and h4). Olympus provided the following result of the culture test, performed at the third-party labs:sampling date: feb 13, 2024sampling from: all channelscfu: 1cfubacterial identification: micrococcaceaesampling date: feb 23, 2023sampling from: biopsy channelcfu: <1cfubacterial identification: n/asampling from: suction channelcfu: 3cfubacterial identification: coagulase-negative staphylococcisampling from: air/water-channelcfu: 2cfubacterial identification: bacillaceaesampling from: auxiliary water channelcfu: 1cfubacterial identification: acinetobacter speciesolympus provided the following result of the culture test, performed at the third-party labs:(test results reflect cultures after replacing cylinder, insertion section mount, and all channels)sampling date: apr 05, 2024sampling from: biopsy channelcfu: <1cfubacterial identification: n/asampling from: suction channelcfu: <1cfubacterial identification: n/asampling from: air/water -channelcfu: <1cfubacterial identification: n/asampling from: auxiliary water channelcfu: <1cfubacterial identification: n/athe device was evaluated by olympus, and the third party culture results were positive.a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by user after reprocessing. However, when olympus cultured tested after subject device repair and reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation.the event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿olympus will continue to monitor field performance for this device.